Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue. The ventilator passed self-testing.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator compressor became inoperative. There was no patient involvement.